Manufacturer narrative:
One device was returned for repair. Manufacturer has received one repair request before for same issue. No physical damaged was found on the device. Event history confirmed that there was a record of the high-pressure alarm having occurred. Functional testing could not confirm the reported issue. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The cause of the problem was a possible defective cassette or circuit product. The device was returned unrepaired to the customer.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had frequent blockage alarms. There was patient involvement, and no patient harm/adverse event reported.